Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy¿ drug-eluting stent was selected for use to treat the lesion. While preparing the device, the physician noted that the stent struts were partially crimped on the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).